Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) was broken, the cover glass of the insertion section was cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is probable that the cause of the green image was a broken charged coupled device (r-unit). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during preparation for use, the subject device had a green image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during preparation for use, the subject device had a green image. There were no reports of patient harm.